Manufacturer narrative:
The device was received for evaluation. Visual inspection observed the screen was distorted with a black spot. During functional testing screen is backlit but blank was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing display. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen. The event occurred during programming/setup in the general patient ward. There was no patient involvement. No additional information is available.